Event description:
A patient reported via a healthcare professional (hcp) that the implantable neurostimulator (ins) was not working and he could not feel the pulses. Additional information from a hcp reported the trouble shooting performed related to the ins not working and no longer feeling the stimulation was the patient insurance lapse, the hcp noted the patient now had insurance. The hcp noted the battery was dead. The hcp stated the patient had not followed related to lack of insurance. The hcp stated that the cause of the ins not working and the patient no longer feeling stimulation was high amplitude, high level, and lack of follow up. The hcp stated the ins not working the patient no longer feeling stimulation has not been resolved. The patient was to have an MRI of the head for seizures. The patient planned to call to schedule replacement surgery after the MRI. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.